Manufacturer narrative:
Unable to prime during prime/delivery test due to faulty back pressure sensor (gold). Pump passed rewind, basic occlusion and displacement test. Drive support cap was inspected and no anomaly was noted. Pump received with cracked reservoir tube lip noted. (B)(4).

Event description:
The customer reported via phone call that she had been experiencing low blood glucose levels, which were treated with glucose tablets. Blood glucose level at the time of the incident was 60 mg/dl. Blood glucose level at the time of the call was 102 mg/dl. During troubleshooting, the customer confirmed that the drive support cap was flush. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.